Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer states insulin pump was not working from past two to three days and blood glucose value was above 400 mg/dl. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the customer was 379 mg/dl. Customer treated with syringes and lantus pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump and was under delivering. Insulin pump passed high pressure test. The insulin pump will be returned for analysis.